Manufacturer narrative:
The insulin pump passed functional testing including displacement test, rewind, basic occlusion, occlusion, prime, and no delivery tests. The insulin pump was received the normal operating currents, no unexpected off no power or low battery alarms noted. The device had minor scratched lcd window.

Event description:
Customer reported via phone, she had previously reported the insulin pump had alarmed no delivery and was advised the device was working fine. Customer has recently been hospitalized due to high blood glucose and wants the device replaced. Customer's blood glucose was over 600 mg/dl, current 150 mg/dl. Customer declined troubleshooting for high blood glucose and wants the device to be replaced. Drives support cap was reported recessed. Multiple no delivery alarms were noted in the device alarm history along with low reservoir, and motor error. Customer mentioned alarm occurred during bolus and not basal. Customer is returning the device for further analysis.